Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4) while performing a comparison. The specific date the comparison was performed was not known, but the customer said "it was two weeks ago". The result from the patient's coaguchek xs meter with an unknown strip lot was 3.4 inr. The result from a venous draw tested in the laboratory was 3.2 inr. The customer thinks the laboratory method was dade innovin by siemens. The result from the clinic's coaguchek xs meter serial number (B)(4) was 5.2 inr. All results were generated within seven hours of each other. The result from the clinic meter was questioned. No treatment was based on the result of 5.2 inr. The patient was not adversely affected. The patient's therapeutic range was 2.5 - 3.5 inr. The patient takes coumadin every evening, but the customer was not able to give a timeframe of when the medication was taken relative to the testing. The customer did not know if the patient was anemic. The patient had no heparin, no direct thrombin inhibitor, and no antiphospholipid antibodies. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned strips and a retention meter were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.2 inr and 2.1 inr. Donor hct: 45% & 44%. Donor 1: master lot / customer strip and retention meter 3.1 inr/ 3.1 inr. Donor 2: master lot / customer strip and retention meter 2.1 inr/ 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Relevant retention test strips (lot 119110-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.